Event description:
The customer reported that the power supply was faulty. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.